Event description:
Patient reported right side ¿inflamed lymph nodes," and intense breast pain. Patient additionally reported ¿extreme fatigue," ¿extreme joint pain especially right hip," ¿extreme dehydration," ¿brain fog¿, ¿early menopause¿, ¿hair loss¿, ¿reactions to some foods and sugars¿, ¿cough¿, ¿symptoms of hypoglycemia¿, ¿dry skin even with high levels of fluid consumed¿ and "¿heart palpitations¿ all not related to the device. The device remains implanted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.